Event description:
The event of capsular contracture, baker grade unknown was confirmed to not have occurred. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "no complaint". Later, healthcare professional reported "capsular contracture baker grade unknown". This record is for the right side. Device has been explanted.